Event description:
Critical medical incidents occurred including injuries due to faulty medical devices mar dx trinity biotech wb class ii tga, two-tier lyme disease serology nata accredited and rcpa validated testing approach failed: patient complaint with scientific evidence. Patient performed process validation on a real blood specimen of few nata accredited high volume laboratory facilities which produced false negative discordant results, led to late-stage neurological lyme disease and 5 years delay of IV antibiotic treatment. False negative discordant result generated. Late-stage neurological lyme disease as an outcome from a faulty medical device.